Event description:
Clot was identified on the arterial side of the bypass circuit during CABG surgery. Postoperatively, pt with difficulty waking up and CT demonstrated multiple acute non-hemorrhagic infarct.